Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20096333, medical device expiration date: 2023-09-16 , device manufacture date: 2020-09-10. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown . Investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20096333 was performed. A lot # was not provided for the second occurrence therefore a device history record for that complaint could not be performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that 2 smallbore 6 inch ext vlv experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20096333. Staff relating multiple incidents of malfunction of the bd smartsite extension sets over the last few weeks. The device will not flush with syringe is attached. Staff was thinking it was related to a bad IV site, but upon further investigation discovered it was the actual extension set.